Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the survey respondent stated no when they asked the guidewire was successful in providing transurethral/percutaneous access into the bladder/ureter/renal pelvis. Physician stated the guidewire was not successful in providing transurethral/percutaneous access into the bladder/ureter/renal pelvis because oops, they actually were in relation to 150nfa38 nicore¿ nitinol/nitinol guidewire, .038 in., 3cm, 150cm, standard, angled. Per additional information received via email on 23aug2023, it was reported that the survey respondent stated that no, the guidewire was not successful in providing transurethral access into the ureter because oops, they actually were in relation to 150nfa38 nicore¿ nitinol/nitinol guidewire, .038 in., 3cm, 150cm, standard, angled.

Event description:
Critical care nurses reported that no when they asked the guidewire was successful in providing transurethral/percutaneous access into the bladder/ureter/renal pelvis. Physician stated the guidewire was not successful in providing transurethral/percutaneous access into the bladder/ureter/renal pelvis because oops, they actually were in relation to 150nfa38 nicore¿ nitinol/nitinol guidewire, .038 in., 3cm, 150cm, standard, angled. Per additional information received via email on 23aug2023, critical care nurses reported in an online survey that no, the guidewire was not successful in providing transurethral access into the ureter because oops, they actually were in relation to 150nfa38 nicore¿ nitinol/nitinol guidewire, .038 in., 3cm, 150cm, standard, angled.

Manufacturer narrative:
The reported event is inconclusive as no sample was returned for evaluation. Although an exact root cause could not be determined a potential root cause could be guidewire length too short. A DHR review is not required as no lot number was reported. The instructions for use were found adequate and state the following: "warning: inspect all guidewires for damage prior to use. Bending or kinking during or prior to placement could damage the guidewire. Do not attempt to use the guidewire if it has been damaged. Use of a damaged wire may result in damage to the urinary tract. Do not reshape the guidewire by any means. Attempting to reshape the guidewire may cause damage resulting in release of fragments into the urinary tract. Failure to exercise proper caution may result in damage to the urinary tract. Do not advance or withdraw a guidewire when resistance is encountered as perforation could occur. Do not manipulate or remove the guidewire through a metal cannula or needle. This may result in destruction/separation of the outer jacket of the wire requiring retrieval." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.